Manufacturer narrative:
Asr reporting authorization number: e2016010. Evaluation summary: of the 188 new events occurring in the reporting period, january 1 - march 31, 2018, 154 products were returned to zest anchors for evaluation. These results are provided in the asr line-item summary. The results are pending completion of evaluation for implants involving 34 incidents. Summary of results of the 188 new events:- 213 - no failure detected: the device either functioned as designed or a failure was not found. 112 events were evaluated as"no failure detected."- 3252 - fracture problem: device problems caused by the separation of a component, object, or material into two or more piecesincluding shear. 2 events were evaluated as "fracture problem."- 3221 - no results available since no evaluation performed: for use when no methods were performed and therefore no resultswill be obtained. 61 events were evaluated as "no results available since no evaluation performed."- 3233 - results pending completion of evaluation: for use when the evaluation is still in progress. 6 events were evaluated as"results pending completion of evaluation."summary of results of the 20 events with new information:- 213 - no failure detected - the device either functioned as designed or a failure was not found. 4 events were evaluated as "nofailure detected."- 3251 - device problems due to the weakening or breakdown of its material when subjected to stress or a series of repeated stresses.- 3252 - fracture problem - device problems caused by the separation of a component, object, or material into two or more pieces including shear.- 114 - operational problem

Event description:
This report summarizes 208 reported events. One-hundred eighty-eight (188) of these events are new events occurring in the reporting period, january 1 - march 31, 2017. Fourteen (14) of these events are updates for events occurring in the reporting period, october 1 - december 31, 2017. Five (5) of these events are updates for events occurring in the reporting period, july 1 - september 30, 2017. One (1) of these events are updates for events occurring in the reporting period, april 1 - june 30, 2017. Device problems include the following:- 1863 - failure to integrate (non-integration)- 2408 - loss of integration- 1260 - fracture- 2993 - no known device problem - the reported event did not indicate any problem with the device. There is no evidence thatthe device was not within specification.patient problems include the following:- 1930 - infection- 1932 - inflammation- 1994 - pain- 2377 - osteolysis